Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead connected to this pacemaker had slowly increasing pacing thresholds and impedances. Impedances eventually reached greater than 2000 ohms. There was also noise reported on the lead. The rv lead was surgically abandoned and a new lead was connected to this pacemaker. The pacemaker remains in service. No additional adverse patient effects were reported.